Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis reported during troubleshooting an alarm, that when the cassette was removed from the liberty select, a fluid leak was observed. The patient was advised to stop using the cycler and to contact the clinic nurse. Follow up with the patient indicated that there was no complications experienced as a result of the alleged event. There was no medical intervention. The cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.